Event description:
(B)(6). Same patient as MFR report#: 213265-2011-06038. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was located in the mid right coronary artery (rca) with 95% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of a 3.0 x 16 mm taxus liberte stent. The lesion was post-dilated resulting in 0% residual stenosis. Post stent deployment, a mild spasm was noted proximal to the stent. This was treated with repeat boluses of nitroglycerin with complete resolution of the spasm. In addition, the acute marginal branch (1.5 - 2.0 mm vessel) that arises from the lesion was transiently occluded post-stent deployment. This resulted in st elevation in v3 and left arm pain. No arrhythmias or hemodynamic compromise was noted. Repeat nitrate boluses were administered with resolution of subject's symptoms and st segments improved. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented to the emergency room with refractory chest discomfort over the last month radiating to the back and shoulder. ECG revealed no significant changes. The patient was diagnosed with unstable angina and cardiac catheterization was recommended and revealed a 30% in-stent restenosis of the study stent in the rca. The patient was referred for coronary artery bypass grafting (CABG). In (B)(6) 2011, the patient underwent 4-vessel CABG with left internal mammary artery to left anterior descending artery, reverse saphenous vein graft (svg) to obtuse marginal and reverse svg to distal rca. The patient was discharged on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion in the mid right coronary artery was a de-novo lesion. At the time of the event, the patient's discomfort was associated with fatigue and dyspnea. The patient was taking aspirin and prasugrel study drug at the time of the event. Coronary angiography was performed on (B)(6) 2011 as initially reported. Ivus demonstrated 82% eccentric stenosis at the ostium of lad and 71% stenosis in lmca. The patient underwent 3-vessel coronary artery bypass grafting not 4 vessel as initially reported with lima to lad, reverse svg to om and reverse svg to distal rca.

Manufacturer narrative:
Describe event corrected 4 vessel bypass to 3 vessel and updated information. (B)(4).